Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device has exhibited intermittent undersensing of the patients flutter beats. Boston scientific technical services (ts) noted that the patients intrinsic amplitude had decreased. Also, it was indicated that the right ventricular automatic threshold (rvat) tests were unable to achieve threshold readings due to the patients intrinsic beats. However, the patient was noted to not have an underlying intrinsic rhythm, so this did not make sense to ts. The rvat was noted to be stable until approximately a week before the patients tricuspid valve surgery. The boston scientific field representative indicated they would send in device data for analysis to determine if there are failed rvat tests visible and see if the patient really has an intrinsic rhythm. Ts also recommended to program off trend feature. In addition, it was indicated there was a signal artifact monitor (sam) episode corresponding to noise which was oversensed during the tricuspid valve surgery. The representative stated they would program the device to ddi mode due to the undersensing. Subsequent analysis of device data indicated there are no failed rvat episodes in the data available to analyze. Device tachy therapy was subsequently programmed off. The device remains in-service. No patient symptoms or adverse patient effects were reported.